Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. A correction bolus was delivered to address bg level.